Event description:
The device was returned to zoll for an unrelated issue. During functional testing by a service technician, the device failed to power on. There was no patient involvement in the reported malfunction.